Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A technical services area biomedical manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
This event was reported erroneously and does not represent a reportable event, therefore no further reports will be sent.

Event description:
A technical services area biomedical manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.